Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the connection between the recharger and controller isn't working right. Patient stated they are having all kinds of trouble getting it to charge the implanted neurostimulator. Patient clarified they will be sitting there (charging ins) and it will be working fine and then all of a sudden it will tell them it's not connecting to anything and it "throwing error messages like crazy." Patient referenced seeing 'error (messages) to call in, like they've seen before, as previously documented. Patient mentioned they have to take the battery out and put it back in to get it to work. Patient mentioned most of the time they will not let their ins battery get below 20% and they don't let it run 'all the way down' unless they are away from home. When agent inquired event date, patient stated 'I'm not for sure, but it's been off and on for the 3-4 months for sure, but I can't fight with it anymore.' Agent had patient reset the controller to obtain serial number and check for damage. Patient confirmed no visible damage to the controller battery compartment. Patient stated there was a 'scar mark' on battery pack near the spot used to take the battery pack out of the controller but confirmed the battery pack is completely intact and there is no damage to the battery pack. Patient stated they've had the battery pack for 'like 5 years' and believe it needs to be replaced because they've had other things replaced in the past but never the battery pack. Patient also confirmed the controller charges from the ac power supply well without any issues. Patient stated the controller port has corrosion in it 'between the 2 plastics' nearby the pins. While on call, when agent had patient inspect the recharger for damage, patient stated they did not see any. Patient also stated they have to wiggle the recharger inside the controller port/ recharger is loose when plugged into controller port but the ac power supply fits well into the controller port. The issue was not resolved. Patient stated 'sometimes' the recharger relay box has gotten 'hot - almost too hot to touch' and got 'really hot' last night/recharger also gets 'hot.' A replacement controller and recharger (rtm) was sent out. Patient stated their managing healthcare provider is in (B)(6), but now they don't have a doctor. Patient stated they were given some numbers to call at (B)(6), but they haven't called yet because they haven't had any ins or therapy issues.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID: 97755-s; serial#: (B)(6); product type: recharger. Product was returned and analysis results shows no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.